Manufacturer narrative:
Lead model 3889 lot# v727846 implanted: (B)(6) 2011 explanted:na; programmer model 3037 lot# njd127760n.

Event description:
It was reported that the patient experienced no stimulation sensation from the implantable neurostimulator, following exposure to a theft detector or security gate at an airport. The device had been turned on during the event. The device was, subsequently, turned back on by the patient and the issue was resolved.